Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was trace of fluid in the video connector socket. The log data in the device was analyzed, but could not confirm the reported event. The subject device was cycled sixty times, while connected and disconnected an endoscope. Also, the subject device was kept turning on for two hours. However, the reported phenomenon could not be reproduced. The manufacture history (DHR) of the subject device was reviewed, and no irregularity was confirmed. More than nine years have passed since the subject device was manufactured. There is no service history for the device. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the evaluation, there is the possibility that the reported phenomenon was attributed to temporarily unstable electrical connection due to adhered fluid on the video connector socket and aging deterioration of the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that image irregularity like a sandstorm occurred when an endoscope was connected, just before a diagnosis and an error was displayed the user did not confirm the error code. The user replaced the subject device with a spare device and completed the intended procedure. There was no report of patient injury associated with the event.